Event description:
Information for intl. Clinical trial database. Unruptured basilar tip aneurysm coiling with 3 coils. Qc-4-8-3d, qc-2-4-helix, qc-1.5-2-helix. Adverse event: neurological deficits including stroke and death.

Manufacturer narrative:
The device involved in the event will not be returned for investigation as it was consumed in the event. Registry information: foreign country registry pertaining to the evaluation of axium detachable coils in the treatment of intracranial aneurysm. Prospective, multi-center in foreign countries. Enrollment started in 2008; enrollment ongoing n=166; target 300 patients. MDR numbers: 2029214-2008-00207 to 2029214-2008-00237.